Manufacturer narrative:
One device was returned for repair. It was reported that both the main unit and the dose cord were responding strangely. The fault occurred during infusion. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. Event log did not confirm record of the reported issue. Functional testing confirmed the reported issue. Possible defective dose cord connector and dose cord. Replaced the dose cord connector and dose cord. Performed function tests and all passed.

Event description:
It was reported that both the main unit and the dose code of pump was responding strangely. The fault occurred during infusion. There was known patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.